Manufacturer narrative:
This MDR report was identified as meeting the criteria of submission to the FDA during a two-year retrospective review of complaints and MDR¿s following the receipt of an FDA untitled letter at our (B)(4) facility. (B)(4). Field service replaced the unresponsive lcd assembly, power supply with missing capacitor, exh valve due to unstable peep, and blender with leak. Field service ran the unit and it meets all factory specifications. Failure analysis lab received a vela front panel and conducted a visual inspection. Large visible ingress spots noticed around the edges on the touch screen display. The front panel was installed to a functional vela unit. The display was powered up in service mode and initialized patient-user displays and colors with no problems. A display calibration was performed. The touch display interaction was successful and calibration was performed. The customer issue could not be duplicated but failed due to visible moisture residue under the screen membrane causing intermittent operation. The failure was isolated to the touch screen. This reported event considered a known issue addressed with an internal action. The vela front panel was scrapped.

Event description:
Display/monitor malfunction. The customer claims the touch screen is frozen, touching icons does nothing. The customer is requesting field service.

Manufacturer narrative:
Should have been unchecked in initial report. Should have been (B)(6) 2013 in initial report. Should have been (B)(6) 2013 when the suspect component was first received. On (B)(6) 2016, it was identified that should have been (B)(6) 2013 in initial report along with other errors. (B)(4).

Event description:
The customer reported that the touchscreen was frozen; touching the icons would do nothing. At this time, it is unknown if there was patient involvement. There was no report of any patient consequence associated with this event.

Manufacturer narrative:
Failure analysis (fa) lab received a vela power supply. The power supply was installed in a known good unit and powered on in service mode. Fa performed the touch screen calibration and it passed. Powered unit in ventilating mode with no anomalies, all touch screen function is working normally. Run unit for 1hr and perform touch screen calibration again it passed. Fa was unable to duplicate the touch screen frozen reported problem and no anomalies were noted with the power supply. Note: front panel was also received for this complaint and problem was isolated to moisture ingress to the touch screen. The power supply was scrapped. Failure analysis (fa) lab received a vela blender module and found that the pressure regulator and found a leak. Fa replaced the pressure regulator with a known good pressure regulator. Fa installed the vela blender module into a known good vela test vent and found that the unit functions normally with no audible leaks. Fa calibrated the vela blender module and found no problems. The most probable cause of the audible leak sound was a defective pressure regulator. Fa could not duplicate the ¿display/monitor malfunction¿ by testing the vela blender module, however fa found a ¿pressure regulator audible leak¿. The vela blender module was scrapped. Failure analysis (fa) lab received a vela exhalation valve assembly. The exhalation valve receptacle was broken. The failure was due to material fatigue, excessive force, or a combination of the two. The vela exhalation valve assembly was scrapped.